Event description:
Ous MDR - it was reported that the threshold increased gradually since implant day on (B)(6) 2015 from 1.2v@0.4ms to 4.0v@1.0ms prior to 1st april. In addition, the r-wave gradually reduced from 17mv at implant to below 5 mv. The physician was unable to find a appropriate location for this lead, so a new one was implanted. The event and explant dates were not provided. No adverse patient effects were reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.